Event description:
It was reported that the patient's (B)(6) implantable cardioverter defibrillator (ICD) recorded a code 1004, indicative of a short circuit condition, and a code 1006, indicative of a high voltage detected on a lead (st. Jude medical product) during a device charge. The patient was admitted to the hospital, and a replacement procedure will be arranged. At this time, there is no evidence to suggest intervention has been performed. Besides hospitalization, no other adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).